Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button felt soft for a few months and now the up arrow is intermittently unresponsive. The patient confirmed that there are no rips/tears or peeling in the keypad and no known trauma. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was fully intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive. All of the other keypad buttons responded appropriately. Evaluation revealed that there was contamination under the up arrow, down arrow and contrast keypad contacts and had spring back or click normally. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.